Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd integra¿ syringe with detachable needle leaked during use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: six 3ml packaged syringes received at bd (B)(4), confirmed to be from batch number 6242921 (p/n 305270). Samples were visually evaluated. No visual defects were observed. Stopper leak test and luer leak test were performed on the 6 samples. All samples passed both tests - no leakage was observed. Product defect not confirmed based on the sample evaluation. DHR review for batch 6242921 (p/n 305270): manufacturing dates: 09/11/2016 to 09/18/2016. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6242921 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.